Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(6) registry report was received which indicated that the pt was admitted for pump thrombus. The pt had increased lactate dehydrogenase (ldh), abnormal pump sounds, and abnormal echocardiogram (echo). The pumps' speed was increased to compensate for the clot and will list the pt for transplant.

Manufacturer narrative:
The user facility report # (B)(4) was received from the (B)(6) registry. The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.